Event description:
A malfunction alarm was reported by the customer, identified with a malfunction code of "malf 0." There was no adverse impact on the customer's blood glucose level. The technical support team provided instructions for resetting the pump, and the customer successfully reset the device, preventing recurrence of the malfunction. The customer was advised to continue using the pump and to report any future issues.